Event description:
Initial result for a patient troponin t was 0.433 ng/ml. When repeated, the result was 0.03 ng/ml. The incorrect result was not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepancy.